Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with manipler skinstapler. The client reported that the outer packaging has cracks at the tip of the plastic tray, so that the sterility of the manipler is no longer given. Additional information: the doctor noticed that the package was damaged when he/she used 1 stapler, and the packages of the other staplers were also damaged. The first stapler used by the doctor had already been discarded and the other 5 staplers were returned. No further information has been received.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 3,138 units of this code-batch. There are no units in our stock. We have received one open box that contains 5 unopened samples for analysis: 1) visual check of the returned samples: sample 1: there was a crack at the tip. There were scratches on the trigger part of the tray. Sample 2: there was a crack at the tip. There was a horizontal scratch on the tray. Sample 3: there was a crack at the tip. There was a round dent on the tray. There were stains on the tray. Sample 4: there was a crack at the tip. There were stains on the tray. Sample 5: there was a crack at the tip. There were scratches on the tray (near housing part). There were no round dents on the tray. The corners and sides of the product box were dented. All five staplers were sealed, so it is highly likely that the returned items were unused. 2) identification of complaints: the complaint states, "when removed from the box, the individual plastic trays had cracks and the sterility of staplers was not ensured.", suggesting that there was something wrong with the trays. Since there was a similar complaint reported in the past and in that case, the crack was occurred because the product was stored in a cold environment. Therefore, we need to investigate whether cracks occurred during the manufacturing or transportation process and the possibility that the product was stored in a cold environment during transportation. 3) summary of possible complaint factors: production process in-house samples: no cracks or other abnormalities were found. Production records: no abnormalities such as a large number of defects were found in the production records. And we confirmed that there had been no tray cracks in the last 2 years. Transportation process if the product is dropped or impacted in low temperature, cracks may occur as in the complaint. 4) conclusion: based on the above, the products were probably stored in low temperature environment so we concluded that this complaint may have been caused by storage conditions during transportation. As stated in the instructions for use of the product, "store the manipler® az at room temperature and use it directly after the package has been opened. Never use products from open or damaged sterile packaging." Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.